Event description:
Description according to complainant: graft was placed without difficulty and deployed. Attempted to pull trigger wires and they would not release. The hub was locked in place. Was able to pull hub back just far enough to get needle driver and pull each wire independently to release graft from delivery system. Pt outcome: graft remained in pt as intended. The pt did not require any add'l procedures due to this occurrence. According to the initial report, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation is in progress.